Event description:
It was reported that a leak in the pressure tubing was noticed after the md inserted the iab and connected the pressure tube to the pressure monitor. The leak was spotted between the tubing and the stopcock. There were no reported patient complications.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined. A DHR review was performed with no findings. A follow-up report will be filed if more information becomes available.